Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated magnesium results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020, (B)(6) initial = 3.88mmol/l / retest = 0.71 and 0.72mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 51960un19, and no trends were identified for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue. The architect system operations manual contains potential causes and corrective actions for elevated and erratic results. Based on the investigation no product deficiency was identified for the magnesium reagent, lot 51960un19.